Manufacturer narrative:
(B)(4). According to the complainant, the device is implanted in the patient and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar procedure performed on (B)(6) 2019. Reportedly, during the procedure, "everything seemed to go properly." However, it was also reported the patient had a vasovagal response. According to the complainant, post procedure, the patient experienced some pain. Reportedly, the pain was severe and the patient had nausea due to the pain. On (B)(6) 2019, the patient's pain continued, and the patient was rushed to the emergency room. Computed tomography (CT) imaging was performed and showed swelling in the left side of the pelvis near the obturator internus muscle. On (B)(6) 2019, the patient underwent CT and magnetic resonance imaging (MRI). Review of the CT and MRI for radiation planning showed that the swelling in the obturator internus muscle region was down and near normal. The MRI also showed a small amount of hydrogel medial to the obturator internus muscle. According to the physician, this may be the cause of the patient's pain. As of (B)(6) 2019, the patient's pain was better but still located on the left ischial region.